Manufacturer narrative:
Replacement was sent to the customer. A clear root cause for the leak is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a warehouse personnel received coulter diff act tainer reagent kit and reagent 2 coulter lytic reagent that were damaged and leaked. No injury or exposure/contact to eye, skin, open wounds, or mucus membrane had occurred.